Manufacturer narrative:
Dc bead was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms.

Event description:
Gastric ulcers secondary to ectopic bead placement [gastric ulcer]. Persistent nausea and vomiting [nausea]. Persistent vomiting [vomiting]. Gastric ulcers secondary to ectopic bead placement [procedural complication]. Case description: initial information received on (B)(6) 2016: this literature case report was published in 2015 in the american journal of gastroenterology by malhotra et al. With the title "transarterial chemoembolization (tace) leading to gastric ulceration after hepatic artery infusion". This article concerns a (B)(6) male patient with an history of hepatis c-related cirrhosis who already underwent transarterial chemoembolization (tace) with dc beads loaded with 50 mg of doxorubicin for a known hepatocellular carcinoma (hcc) six months earlier with no reported complications. At an unspecified date, six months later, the patient was brought to interventional radiology (ir) for a repeat tace as a treatment and a possible bridge to surgical intervention. During transarterial chemoembolization, a 5-french catheter was advanced to identify the ostium of the celiac artery (an angiogram demonstrated adequate catheter position), and then a microcatheter was advanced into the left hepatic artery. The catheter could not be advanced distally due to the presence of spasm despite giving nitroglycerin. An additional angiogram was performed, which demonstrated the known hcc in the left lobe. Chemoembolization was performed with dc beads loaded with approximately 70 mg of doxorubicin. There was no evidence of non target embolization of any adjacent organ including the gastric cardia. On an unspecified date, the patient experienced persistent nausea and vomiting that prompted admission into the hospital for two days post-procedure. The patient was treated conservatively with pharmacologic 5-ht3 receptor antagonists as needed. The symptoms were attributed to doxorubicin and were resolved at time of discharge. Seventy-two (72) hours later, the patient presented to hospital with an acute onset hematemesis and suspected upper gastrointestinal bleeding. He was stabilized with blood products and vasopressor therapy. Urgent gastroscopy revealed multiple irregular ulcers. There was a forrest class 1b ulcer on the lesser curvature and a forrest class 2c ulcer noted on the incisura. Treatment was applied with both epinephrine and clips with good hemostatic response. Biopsies were taken from the edge of the ulcer and reviewed to rule out possible malignancy. The histological findings included basophilic microspheres on the background of purulent exudate and necrotic debris. The findings were most consistent with gastric ulcers secondary to drug eluting beads. Repeated gastroscopy showed that the previous ulcerations had coalesced to encompass a large portion of the lesser curvature of the stomach. There was no evidence of active bleeding. Subsequently, the patient was treated conservatively and observed until discharge from the hospital. The author did not assess the seriousness of the events (gastric ulcer, nausea, vomiting). Upon review, the company assessed all the events as serious (hospitalization). Follow-up information received on 16-feb-2016: the reporter (author of the article) informed that the doxorubicin bead insertion was done by the interventional radiologists. No batch number is available and no other information will be provided. Final assessment on 16-feb-2016: the gastric ulcer is most likely related to the product as basophilic microspheres were noted on histological examination. The nausea and vomiting were most likely due to doxorubicin, but the gastric ulcer may also have caused these symptoms. No device failure has been identified as a result of this adverse event. Follow up information was requested to further investigate the event, additional information received was processed within the medwatch. On 16-feb-2016, the author reported that no additional information will be provided. It has been assessed that no corrective action is necessary at this time. The report is final. Case comment: gastric ulcer, nausea and vomiting are considered unlisted as per dc bead instructions for use. The authors considered the events nausea and vomiting as related to doxorubicin treatment and the event gastric ulcer implicitly related with the product as histological findings included basophilic microspheres are consistent with gastric ulcers secondary to dc bead. The company considered also that the events nausea and vomiting were not related to dc bead, whereas the event gastric ulcer experienced by the patient should be considered related to the product. Moreover, the events of nausea and vomiting could also have been part of the ulcer development due to ectopic bead placement. This single case report does not modify the risk benefit balance of dc bead. The company is continuously monitoring all respective reports received, and based on cumulative experience, will re-evaluate the available evidence on an ongoing basis. (B)(4).

Manufacturer narrative:
Dc bead was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms.

Event description:
Gastric ulcers secondary to ectopic bead placement [gastric ulcer]. Persistent nausea and vomiting [nausea]. Persistent vomiting [vomiting]. Gastric ulcers secondary to ectopic bead placement [procedural complication]. Case description: initial information received on (B)(6) 2016: this literature case report was published in 2015 in the american journal of gastroenterology by malhotra et al. With the title "transarterial chemoembolization (tace) leading to gastric ulceration after hepatic artery infusion". This article concerns a (B)(6) male patient with an history of hepatis c-related cirrhosis who already underwent transarterial chemoembolization (tace) with dc beads loaded with 50 mg of doxorubicin for a known hepatocellular carcinoma (hcc) six months earlier with no reported complications. At an unspecified date, six months later, the patient was brought to interventional radiology (ir) for a repeat tace as a treatment and a possible bridge to surgical intervention. During transarterial chemoembolization, a 5-french catheter was advanced to identify the ostium of the celiac artery (an angiogram demonstrated adequate catheter position), and then a microcatheter was advanced into the left hepatic artery. The catheter could not be advanced distally due to the presence of spasm despite giving nitroglycerin. An additional angiogram was performed, which demonstrated the known hcc in the left lobe. Chemoembolization was performed with dc beads loaded with approximately 70 mg of doxorubicin. There was no evidence of non target embolization of any adjacent organ including the gastric cardia. On an unspecified date, the patient experienced persistent nausea and vomiting that prompted admission into the hospital for two days post-procedure. The patient was treated conservatively with pharmacologic 5-ht3 receptor antagonists as needed. The symptoms were attributed to doxorubicin and were resolved at time of discharge. Seventy-two (72) hours later, the patient presented to hospital with an acute onset hematemesis and suspected upper gastrointestinal bleeding. He was stabilized with blood products and vasopressor therapy. Urgent gastroscopy revealed multiple irregular ulcers. There was a forrest class 1b ulcer on the lesser curvature and a forrest class 2c ulcer noted on the incisura. Treatment was applied with both epinephrine and clips with good hemostatic response. Biopsies were taken from the edge of the ulcer and reviewed to rule out possible malignancy. The histological findings included basophilic microspheres on the background of purulent exudate and necrotic debris. The findings were most consistent with gastric ulcers secondary to drug eluting beads. Repeated gastroscopy showed that the previous ulcerations had coalesced to encompass a large portion of the lesser curvature of the stomach. There was no evidence of active bleeding. Subsequently, the patient was treated conservatively and observed until discharge from the hospital. The author did not assess the seriousness of the events (gastric ulcer, nausea, vomiting). Upon review, the company assessed all the events as serious (hospitalization). Case comment: gastric ulcer, nausea and vomiting are considered unlisted as per dc bead instructions for use. The authors considered the events nausea and vomiting as related to doxorubicin treatment and the event gastric ulcer implicitly related with the product as histological findings included basophilic microspheres are consistent with gastric ulcers secondary to dc bead. The company considered also that the events nausea and vomiting were not related to dc bead, whereas the event gastric ulcer experienced by the patient should be considered related to the product. Moreover, the events of nausea and vomiting could also have been part of the ulcer development due to ectopic bead placement. This single case report does not modify the risk benefit balance of dc bead. The company is continuously monitoring all respective reports received, and based on cumulative experience, will re-evaluate the available evidence on an ongoing basis. (B)(4).